Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the footswitch was not responding" (device inoperable). The facility materials manager reported the footswitch was not responding. The footswitch was switched out to complete the case. The delay was minimal. No pt injury was reported.

Manufacturer narrative:
The footswitch has been received and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).